Manufacturer narrative:
The instrument was visually inspected under a microscope, and compared to the master model. There was no evidence of material defect or MFR error. The instrument broke at 90 degree angle. The 45 degree angle was also bent slightly. The bend/bow in the instrument is not in the design; therefore it may indicate pressure was placed on the distal tip of the instrument causing it to break.

Event description:
The user facility reported during surgery the instrument broke in the pts eye. The surgeon was able to remove the particle from the pts eye. Add'l info was obtained, the surgeon removed the particle with provisc with no add'l medical intervention. The pt recovered normally.